Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. The device was found in backup vvi mode, and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device backup mode was confirmed in the laboratory. The cause was determined to be parity errors. After clearing the device from reset, the device function was normal.